Event description:
Facility states: "customer used replacement parts on lift. Resident was in lift and was lowered sideways into bariatric chair when lift collapsed. Customer says legs were fully out, they tested this out with a nurse-same thing happened. They have same lift in another part of facility and tested it with no problems. They did notice that the replacement parts were different. They felt that wheels were smaller and legs closer to the ground."

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rpa450-1, serial number/date code (B)(4) is approximately 4 yrs. 8 mo. Old. The owner's manual part number 1085031 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is unknown, height is unknown and weight is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.